Manufacturer narrative:
Investigation description. Complaint confirmed and duplicated. Alert 32 was present in the notifications menu after device was powered on. An 'unable to proceed' appeared when attempting to rewind leadscrew. Restarting and installing a known-good motor did not clear the alert or allow a leadscrew rewind. The issue was determined to be caused by a mainboard issue.

Event description:
It was reported that an ilet pump displayed restart ilet alerts and stopped insulin delivery, including after meals, which led the school nurse to remove the pump and administer subcutaneous insulin by pen; a fingerstick glucose was 296 mg/dl, and device logs showed multiple delivery stoppages associated with the restart alert, with noted frequent use of the pause feature. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user¿s caregiver and school nurse and analysis of information provided by third parties and device logs. Investigation of this case revealed a mechanical problem consistent with delivery motor communication errors, and a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.